Manufacturer narrative:
(B)(4). Visual examination was conducted on the returned sample and it was observed that the catheter was partially detached between funnel and catheter shaft. The returned sample was realigned and the total length was measured using a calibrated ruler. It was observed that the overall length was 310mm which still meets the specification (300mm 320mm) defined for this product. Both the catheter shaft and funnel were examined using dino-lite to analyze the detachment point. Based on observation, the detachment only occurs 180 of circumference, this had suggested there is an external bending force occurred at area of concern resulting partial detachment. Review on the funnel, exhibit evidence of the shaft remnant was well intact to the funnel wall, this had suggested the shaft once was secured to the funnel. Nevertheless, as part of our initiative, we have implemented positive released test at inject ion molding process. Maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of inject ion molding process whereby 0.75kg (for catheter size 6ch-10ch) and l kg load (for size 12ch and above) tested as per din en1616:1999. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the above investigations, no problem found within the product which could have contributed from manufacturing processes. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the patient is 1-year old baby boy - 11kg. The urine catheter was inserted on (B)(6) 2019. The (B)(6) 2019 we observed that the catheter had a split/crack at the base of the drainage channel's connector. There were no clinical consequences - device replaced. Possible risk of infection.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient is (B)(6)-year old baby boy - (B)(6) kg. The urine catheter was inserted on (B)(6) 2019. The (B)(6) 2019 we observed that the catheter had a split/crack at the base of the drainage channel's connector. There were no clinical consequences - device replaced. Possible risk of infection.